Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error and the customer was not able to clear the alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. History was download successfully using thumps software. Pump error 53 alarm confirmed on 11/14/2025 07:49:54:000 pm due to moisture damage at electronics assembly. Unit was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection cracked battery tube threads and broken belt clip rails. Pump error 53 alarm was confirmed on long history download files due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.